Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist met with the customer. The reported high blood glucose issue had been resolved and had returned to target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. Tandem technical support had the customer performed a pump system check and the pump was found to be functioning as expected. The customer acknowledged the results of the system check.